Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure while attempting to connect the peritoneal catheter to the valve, the end of the valve snapped. The broken valve was removed in its entirety and was replaced. There was a two minute delay to get a new valve, but there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux, reflux, pre-implantation, and leak testing. The valve did not meet the requirements for siphon and pressure-flow testing. There was damage in the delta chamber of the valve as described in the complaint. It is unknown how this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no external factors identified that may have led or contributed to the reported issue.